Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent incisional hernia repair with mesh. The patient had revision surgery 2 years and 1 months post surgery. The patient experienced infection, chronic pain, hernia recurrence, intestinal blockage.